Event description:
The device rec'd has been classified as an un-reconciled blind unit. There is no further info available regarding this device.

Manufacturer narrative:
Blade damage/tip off. Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining piece of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. Therefore, the instructional insert states: avoid accidental contact with all metal or plastic instruments or objects when the instruments activated. Contact with staples clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.